Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what is the patient¿s current condition? Were any of the forces higher or lower than expected (closing, firing, or opening)? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? When the device was fired, where was the indicator located within the green zone/gap setting scale? Was there audible and tactile feedback from firing the device? Were any unexpected noises heard? If so, when? It was indicated there was difficulty removing the device from the tissue? How many counter-clockwise revolutions were used to open the device? Who fired the device? Assistant or the surgeon? User experience with the device? Were any unformed or malformed staples observed? If yes, where were they located? What was the thickness of the tissue?

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # m52d7z. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a bowel procedure, after the device was fired, the device remained locked on tissue and would not unlock. The case was converted to an open procedure. It is unknown how case was completed and patient's current status is unknown at this time.